Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07k78-74 that has a similar product distributed in the us, list number 7k78, with 510k/PMA/bla number k983424.

Event description:
The customer reported false positive architect total b-hcg and provided the following data: sample ID (B)(6): the initial hcg level was 53 miu/ml (positive), and when the sample was repeated, the result was negative (result not provided). The customer reported that there were multiple retest results that were all negative (results and platform not provided). The customer reported that the patient is not pregnant. There was no reported impact to patient management.